Event description:
Intraocular lens implanted after cataract extraction. Attending surgeon and resident surgeon noticed trailing haptic of implant appeared to be malformed, potentially melted at tip. Iol was "transected in anterior chamber and explanted without enlargement of incision" per dr. (B)(6), resident. He also noted "explantation of iol put additional stress on the main incision, likely resulting in induced astigmatism." Lens documented as wasted in intra-op implant record, back-up lens opened and implanted. FDA safety report ID # (B)(4).